Manufacturer narrative:
Medwatch information provided. The serial numbers documented in the customer medwatch were pertaining to another complaint received (manufacturer report number 2016493-2016-00584). The customer reported a total of three incidents however only provided one suspect serial number. The correct suspect and concomitant serial numbers for this report were initially provided directly by the customer.

Event description:
We received a medwatch that stated: " staff called and stated IV pump was burning and smoke was coming out of it. It was on a patient, they removed it from the patient and I had them quarantine it and now it is in my shop. Upon investigation of the pump, I noticed that the latch mechanism that hooks the pump to the brain was burned and melted, it was also wet. I called the staff and they stated it got wet after they were alerted that the unit was smoking in a frantic attempt to remove the bags attached to the unit and the patient as quickly as possible. There was no patient and/or healthcare provider harm. This has happened 3 times in the past. The last preventive maintenance was done approximately 4 months ago."

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a pump made a loud noise and then started to smoke at the iui connectors during a potassium infusion. There was no patient harm reported and not medical intervention was required.

Manufacturer narrative:
The reported issue could not be confirmed. Physical inspection of the device noted new iui connectors on the right side of the pcu and left side of the pump module. Thermally damaged (one right and one left) iui connectors were received in a bag; the thermally damaged right connector was damaged at pins 2 and 3. A crack was present on the iui connector within the vicinity of the thermal damage. The right connector had dried white colored fluid residue within the horn feature. Internal inspection of the pcu found no issues or anomalies with the device. Analysis of the pcu event log shows prior usage on the date of (B)(6) 2015 from 7:07am through 11:55am. The next recorded use was (B)(6) 2015 from 1:47pm through 04:15pm, however the entries recorded on this date were for the system being place in maintenance mode. Based on this it is believed that the thermal incident occurred on (B)(6) 2015. The pcu error log on this date between 11:52am and 11:54am recorded error code 120.4410.0 (low backup voltage failure) and log only entries of error codes 133.6090.5 (main speaker failure) and 120.4370.5 (low 8v failure). These errors are known to be recorded when a significant load is present on the +8v that is created from the presence of shorted condition on the iui connector power pins to ground. At the time of the recorded error events the received pump module sn (B)(4) was infusing a secondary infusion of potassium chloride, 10meq/50mll at 50mll/hr. Concomitant pump module sn (B)(4), which was not returned, was noted to have been in an idle state. Both pump modules were recorded as being removed on (B)(6) 2015 at 11:52am, with the removal of pump module sn (B)(4)that was actively infusing inducing a channel disconnected alarm on the pcu. This was followed by an audio failure, low backup voltage failure and low 8v failure. The user confirmed the channel disconnected alarm event. The proximate cause for the report of smoke observed is attributed to the thermally damaged right iui connector that is suspected to have been removed from the pcu. The root cause of the thermal event at the right iui connector is not known.